Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the batteries. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system presented a precharge error. It was noted that the rear cart power breaker was tripping. There was no report of patient injury.